Event description:
The covidien office in columbia received a report that stated "the customer reports the ball of the tracheostomy tube is broke". No other info regarding any pt or event was provided in the report.

Manufacturer narrative:
The lot number is unk, therefore the date of manufacture can not be determined. The tube was discarded and therefore unavailable for failure investigation. See scanned page.